Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs spoke to the patient on (B)(6) 2004 and obtained the following information. For the past three months, the patient's meter had been giving him low readings and due to the low reading, he decreased his oral medication on his own form 4 pills of glyburide a day to 2 pills a day. He did not realize that his meter was set tot he wrong unit of measurement. Date unknown, he went to his md's office fro a scheduled appointment and does not recall testing his blood glucose that morning on his meter. The blood glucose reading on the md's meter was 209 mg/dl. Md advised the patient to go back to 4 pills of glyburide a day and did not treat the patient at the md's office. He did not experience any symptoms at the time of testing. The technique of applying blood on the test strip was done properly. The test strips were in good condition ane not expired. He did not have control solution to check the test strips. Ccr assisted the patient in setting the meter back to mg/dl. Per notes patient received a reading of 116; however, the patient does not recall the reading or when the reading was taken. No information on whether the 116 reading was in mmol/l or in mg/dl. This case is being documented as a malfunction, since the changing of the unit of measurement appears to be a spontaneous occurence and is not caused by changing the battery or the patient accidentally changing the setting.